Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate device had white floating particles observed in the solution of the device. This was found before use during storage, after compounding it with flucloxacillin. There was no patient involvement. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 30, 2014 to october 03, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.